Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Per the gore dry seal sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result. The 24fr sheath is suppose to be used with a vessel having an inner diameter of at least 9.1mm.

Event description:
On (B)(6) 2012, the pt presented to the emergency room with a ruptured thoracic aortic aneurysm using three gore tag thoracic endoprostheses. It was reported that the grafts were deployed at the desired location and the ruptured was contained. When the physician went to remove the gore dry seal sheath, the pt's iliac artery was ruptured. It was reported that the pt lost a large amount of blood (amount of blood loss unk) and had to have a transfusion. The pt's iliac arteries measured 6mm. The physician clamped off the artery to begin treatment of the ruptured iliac when it was reported that the pt expired on the table. Multiple attempts were made to revive the pt. The physician stated that the pt died from the ruptured iliac artery and the considerable amount of blood loss.